Manufacturer narrative:
Unit received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the top part of the reservoir compartment and battery compartment are broken. The blood glucose was 12.3 mmol/l at the time of the incident. The device will be returned for analysis.